Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2015 with the following findings: evaluation revealed one battery compartment crack from bumper to case seal. A dim display was found ¿ characters had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim display and a battery compartment crack. This report is made based on results of investigation completed on (B)(4) 2015.